Manufacturer narrative:
Age at time of event: above 90 years old. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The balloon was unfolded and saline solution was visible within the balloon which indicated the balloon was subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure. A longitudinal with small circumferential tear was identified within the balloon material 5mm proximal to the proximal edge of the proximal markerband, which extended 3mm distally. Multiple shaft kinks were observed along the length of the device, this type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". (B)(4).

Event description:
Complaint was originally assessed reportable for the q2 2017 asr, however this is now reportable based on investigation results approved on (B)(6) 2017. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-6/5.8/75mm xxl¿ esophageal balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres for 30 seconds, the balloon ruptured. Another 16-6/5.8/75mm xxl¿ esophageal balloon catheter was also advanced for dilation but still, during inflation at 5 atmospheres for 30 seconds, the balloon also ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed balloon longitudinal with small circumferential burst.